Event description:
It was reported that at implant attempt, there was oversensing, noise, sensing difficulty, and fracture. The physician was concerned the lead was possibly damaged. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. There was no fracture found on the lead. The proximal conductor was observed to be distorted.